Event description:
During a service call, the ge service rep found the generator on the 9800 system displayed filament error problems and displayed a precharge failed message after exposures above 75xvp were made. No pt was involved.

Manufacturer narrative:
The service rep replaced the generator driver pcb and attempted to run the generator calibration but the calibration process haulted due to the exhausted mainframe battery pack. The department biomed ordered and replaced the batteries. The service rep completed the generator calibration and checked all functions. The system operates as intended.